Event description:
Olympus was informed that during six different therapeutic transurethral resection of the prostate (turp) procedures at an unknown date six hf cables from the same lot-number sparked. No further information was provided but there was no report of an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: the report ID for the first report was 9610773-2022-00173.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation found all stranded wires inside the cable to be broken and melted at one of the connectors. This is a known fault pattern. Wear and tear due to frequent use in connection with repeated great bending and/or tensile loads most likely caused the stranded wires inside the cable to break causing voltage flashovers and the reported electric sparking when the hf generator was activated. According to the article¿s lot number, the hf cable was manufactured in december 2020. It is assumed that the hf cable was used longer than the 12 months the cable is designed for. Thus, this event/incident can most likely be attributed to use-related wear and tear in connection with improper handling by the customer and thus to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf cable without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.